Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2011-00380. Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years. (Calculated from the time the pump was implanted to the aware date of the incident.) The pump remains in use supporting the patient. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was originally implanted with a left ventricular assist device (lvad) on (B)(6) 2010 and underwent a pump exchange on (B)(6) 2011 due to hemolysis. It was reported that the patient developed issues with gi bleeding and has not been on anticoagulation for over 4 years. The source of the bleeding has not been confirmed. No further issues with hemolysis have occurred since this pump was implanted. The patient remains off anticoagulation medication and has been doing well with no further issues.

Manufacturer narrative:
Upon routine review of the complaint record, it was noted that the reported device information was incorrect. The device was manufactured prior to the UDI labeling implementation. The device remained in use supporting the patient until a pump exchange was performed on (B)(6) 2011 due to hemolysis (the pump exchange was reported under medwatch MFR. Report # 2916596-2011-00380). The patient remains ongoing on lvad support with the replacement device. The manufacturer has closed the file on this event.